Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right ventricular lead had questionable loss of capture. The right atrial lead had suspected occasional undersensing during recorded episodes. The leads remain in use. No patient complications have been reported as a result of this event.